Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose event on (B)(6) 2026 and the patient was treated with insulin pump, since patient has no sufficient subcutaneous tissue where set is inserted which led to bent cannula.